Event description:
It was reported that the inner sterile packaging for the device was damaged. Subsequently, another device had to be opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). Visual inspection of the returned product found damage to the outer carton and a hole in the sterile packaging pouch that penetrates both sterile barriers. Sterility has been compromised. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.